Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had premature battery depletion. ICD is being explanted and replaced. Additionally, left ventricular (lv) leads indicated a high threshold and non capture. Leads will remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944-58, implant (B)(6) 2009. A, 5076-45, implant: (B)(6) 2009. (B)(4).